Manufacturer narrative:
(B)(4). Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details?. How much blood did the patient lose?. Was the bleeding controlled?. Were any blood products or transfusion required?. If so, please explain. Was a laparotomy required to control the bleeding?. What is the current patient status?. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a roux y-bypass procedure, there was bleeding of the patient in the gastric pouch and gastroyejunal and jejunal-jejunal anastomosis. Possible bad formation of staples or inconsistent cutting of gastric tissue. No consequences of consideration for the patient.

Manufacturer narrative:
(B)(4). Date sent: 01/10/2020. Additional information was requested, and the following was obtained: how much blood did the patient lose? Was not quantified, far from producing any risk to the patient. Was the bleeding controlled? Yes. Were any blood products or transfusion required? No. Was a laparotomy required to control the bleeding? No. What is the current patient status? Finest. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first and second photo shows tissue and bleeding could be observed along of staple line. The third photo shows a blue reload, fully fired and no malformed staple could be observed. Based on the photos reviewed, the event describe of hemostasis controllable is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.